Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right ventricular (rv) lead was dislodged one day post implant. Subsequently, the lead was repositioned and no additional adverse patient effects were reported. This rv lead remain in service.